Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2009. Subsequently, the patient had a fall and experienced instability and pain. Patient was revised on (B)(6) 2011. During the procedure, the humeral tray was found to be fractured.

Event description:
Pt. Fell/fractured component - revision.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number nine states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight". Number fifteen states, "interoperative or postoperative bone fracture and/or postoperative pain". The user facility was notified of the event on november 10, 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of the returned component confirmed fracture of the taper from the humeral tray. There are spiral wear marks on the taper suggesting that it was well fixed in the stem with no evidence of fretting. Evaluation noted post-fracture damage which has obscured and altered many fracture artifacts; the few remaining fracture artifacts on the fracture surfaces suggest it started as a fatigue fracture.